Event description:
It was reported that a peritoneal dialysis patient had a cardiac event during treatment was sent by ambulance to the emergency room from a dialysis facility. Patient subsequently died at the hospital from a cardiac arrest.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Product was not returned to manufacturer for investigation. A device history record was extracted and device met requirements.